Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard drive was replaced. The system was tested and operates as intended.